Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for chronic low back pain and spinal pain. It was reported that the patient thought the stimulator was misfiring. Patient went to see the surgeon and he said to contact the manufacturer. Patient stated that they were getting electrical jolts all over her body on their arms and legs. Patient had to continue turning down stimulation to where they barely felt it. When patient decreased the stimulation, they did not get any of the electrical jolts but were not getting enough therapeutic relief from it when it was that low and was in a lot more pain because of this. The issue started in (B)(6) 2017 but the exact date was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient notified their hcp and the hcp office was to get in touch with a manufacturer representative. No one had gotten back with the patient at the time of the report. Patient turned the stimulator to a low setting. The jolts/pain issue was not resolved at the time of the report. Patient's weight at the time of the event was (B)(6)lbs. And patient had gained weight due to cirrhosis (fatty liver disease) and lack of activity. No further complications were reported/anticipated.